Event description:
It has been reported to philips that study comments exceeding 64 characters did not appear in the "study comment" field in iscv (intellispace cardiovascular). The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation for this complaint.